Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) showed occasional atrial undersensing observed. It was recommended to consider increasing atrial sensitivity at the next in-clinic review. At this time, the device and lead remain in-service. No adverse patient effects were reported.